Event description:
Manufacturer follow-up with the reporter revealed the cause of death was due to a generalized tonic-clonic seizure, fall, and subsequent intracerebral hemorrhage. The patient died as an inpatient in a hospital. It is unknown if an autopsy was performed. The patient had a greater than 50% reduction in seizures with vns, and was receiving vns therapy at the time of death. The death was not related to the vns per the reporter.

Event description:
Reporter indicated a vns patient passed away while an inpatient at a hospital. The patient had experienced a seizure, fell and hit his head, and had frontal-temporal bleeding. The vns device will not be returned as it was buried with the patient. Attempts for further information are in progress.